Event description:
Boston scientific received information that when the programmer was used, the power turned off along with a beep sound. A boston scientific company representative verified that there was a smell like a burnt plastic observed from the programmer. A replacement of the programmer was then arranged. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. The programmer did not boot up. The issue was caused by electrical overstress (eos). The programmer was repaired. All the programmer functions were tested without any further trouble. This report is being filed to correct the manufacturer information.

Event description:
Boston scientific received information that when the programmer was used, the power turned off along with a beep sound. A boston scientific company representative verified that there was a smell like a burnt plastic observed from the programmer. A replacement of the programmer was then arranged. No patient involvement was reported.